Event description:
Microbore IV tubing was infusing intralipids. Rn noticed that lipids were back flowing into flush (rn was flushing line as infusion had completed). Rn did not notice any visible cracks but line was removed.